Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The patient's blood glucose level was 52mg/dl at the time of the incident. The patient's current blood glucose was 128mg/dl. The patient had treated it with food. The customer reported that the drive support cap appears normal. The customer reported that it was not worn during a medical procedure or test around a high magnetic field. The customer was advised to monitor pump and blood glucose levels. The pump will not be returned for analysis.